Event description:
A surgeon reported that the infusion line dislodged from the cannula in which it is inserted during a vitreoretinal procedure. The infusion line was reinserted and the case was able to be completed without harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not be determined. An internal investigation has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).